Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 34 mmol/l (612 mg/dl) and ketones at 1.7 mmol/l while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (back), the pod's cannula was found a little bent. Symptoms reported include sickness, severe epigastric pain, headache, nausea and vomiting. The patient was treated with insulin drip and a manual dose of rapid-acting insulin. A new pod was applied. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula.

Manufacturer narrative:
Submitting correction supplemental to update h2 and h3.